Event description:
It was reported that a patient received a minicap that was completely dry. However, it was reported that there was some color on the sponge. The reported issue was discovered prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). The lot was manufactured during 9/26/14-10/2/14. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the presence of iodine was detected on the returned sample. Also, all betadine weight checks were determined to be within the acceptable range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.